Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels of 622 mg/dl. They were admitted to saint luke's hospital on (B)(6) 2014. The customer was wearing the insulin pump at the time of the hospitalization. Advised the customer to disconnect from the insulin pump. Troubleshooting was conducted. Assisted the customer with the hp test and the insulin pump passed and is working as designed. The hospital has not cleared the customer to begin using the insulin pump again. No further information was reported.